Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult positioning (anatomy) and the reported difficult to remove (anatomy) could not be determined. The reported off-label use was due to the device being used on a tricuspid valve. It should be noted that, per the intended use section of the mitraclip system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, the off-label use did not likely contribute to the reported difficult positioning (anatomy) and the reported difficult to remove (anatomy). There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.h6. Device code 1494 (off-label use) added.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip became caught on leaflet and chordae. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4-5. The first clip delivery system (cds) was advanced to the tricuspid valve and the clip was placed without any difficulties. Sufficient leaflet insertion was confirmed and deployed. A second cds was advanced to further reduce tr, but during positioning of the clip, tension was observed on the first clip. The first clip detached from the anterior leaflet, a single leaflet device attachment (slda). The second clip was deployed successfully in the posterior/septal position. A third clip was implanted in the anterior /septal commissure position. After implantation of the second and third clip, the slda was stabilized. Three clips implanted, reducing tr to 3-4. Additional information reported that physician assumed that the second clip could have possibly been entangled on chordae or the septal leaflet itself - that could caused the detachment of the first clip from the septal leaflet. There was no contact between the clips. No additional information was provided.